Manufacturer narrative:
The event of "capsular contracture baker IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" "desire for implant removal" "capsular contracture baker IV".

Event description:
Healthcare professional reported left side deflation, "desire for implant removal" and "capsular contracture baker IV." Device has been explanted.